Manufacturer narrative:
(B)(4). - supplemental MDR - needle pulled out of hub. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 305916, batch#: 4235329. It was reported that the bd safetyglide needle pulled out of the hub. The following information was provided by the initial reporter: rcc received a complaint via email. Member came for vitamin b 12 injection and gave member the injection without difficulty but when I was removing the needle from the member's arm, the needle came unattached and was left in the member's arm. I removed the needle and no harm was caused to member item: 305916.